Event description:
A physician successfully positioned and deployed an xact stent in the left common carotid artery. The patient was discharged home the next day. The following day, the patient reported an inability to grip since the procedure. The physician ordered a CT scan and the patient did not keep the appointment as the symptoms had subsequently resolved. It was reported that the physician believed this to be a transient ischemic attack.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.